Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that he patient was getting super strong impulses to keep going to the bathroom every 2 seconds. Patient reported they kept tinkling and not using the bathroom completely. Patient stated they had turned stimulation off due to the reported issue. Patient reported they had a facet joint injection and a flouro was used, the patient thought they may have hit where the ins was located. Patient was redirected to their healthcare provider. No further complications were reported or anticipated.